Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the counter still showed available clips, and the device was acting like it was loading, but no clips would load into place. Another device was opened to complete the case. There was no patient injury.